Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, when pulling the endocatch bag from the port, the pulling string broke whilst still inside the patient, so could not retrieve the bag through the port. Had to make a 3-5cm incision and manually retrieve the bag from abdomen. This incision added time and risk to the patient surgery, as well as a possible post op risk.